Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. A steerable guide catheter (40212r1069) and an xt clip were inserted, and the clip was successfully implanted. To further reduce mr, a second xtw clip (40221r1070) was inserted. However, an air embolus in the right coronary artery (rca) was observed. It was noted the patient¿s blood pressure dropped. The sgc was observed to have air in the guide chamber. Therefore, the sgc and clip were removed. The sgc was replaced, and a new sgc was inserted. The clip was re-inserted; however, the sgc was observed to have a loss of fluid column. Therefore, the clip was removed and replaced. While outside the anatomy, it was observed the flush port was cracked and snapped off. The procedure was continued, and a new xtw clip was successfully implanted, reducing mr to a grade of <1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported cracked and broken flush port was confirmed via returned device analysis. The reported leak could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the reported leak was a cascading event of the reported cracked and broken flush port. The reported air embolism was a cascading event of the reported leak. The reported hypotension is a cascading event of the reported air embolism. The reported patient effects of embolism and hypotension, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and medication required were results of case-specific circumstances. The investigation determined the broken and cracked flush port luer to be related to a potential product quality issue. This complaint is within the scope of an exception escalation as the complaint description and device code match the specific issue described in the exception. Therefore, exception (issue) (B)(4) and exception (action) (B)(4) are referenced. The investigation evaluated the reported issue, and the engineering group determined the potential root cause to be mother nature in the form of environmental stress cracking (esc). The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.